Event description:
It was reported that during the implant procedure that the right atrial (ra) lead exhibited high threshold. The lead was not used and the physician elected to complete the procedure with a different lead. The patient's condition was well during the operation.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. The helix was partially extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting proximal to ring electrode due to inner insulation stretched and damage between the conductor coils which cause the reported event consistent with procedure damage.